Event description:
A customer reported a "scan error" message with the freestyle libre 2 sensor. The customer reported as reading could not be obtained, the customer subsequently experienced seizure and loss of consciousness. An ambulance was called and a capillary blood glucose of 3.1 mmol/l (55.8 mg/dl) was obtained. The customer was treated with dextrose and "ranja" by the paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Attempted communication between returned sensor and known good reader and reader successfully communicated with the returned sensor. The scan time-out error message was not observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" message with the freestyle libre 2 sensor. The customer reported as reading could not be obtained, the customer subsequently experienced seizure and loss of consciousness. An ambulance was called and a capillary blood glucose of 3.1 mmol/l (55.8 mg/dl) was obtained. The customer was treated with dextrose and "ranja" by the paramedics. There was no report of death or permanent injury associated with this event.